Manufacturer narrative:
(B)(4) - zipper damage, stitching undone, device material. Eval results: eval for the returned product shows that the window side left: window zipper slider body is open and one element is bent. Mattress envelope has one inch broken stitches on IV port. Panel side foot: right leg hs one foot torn material. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer claims the bed left panel has zipper damage. The teeth are missing and on the same side towards the top the stitching is undone. There was no pt incident or injury reported. Eval shows the returned bed window side left zipper slider body is open.